Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.